Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a syringe clamp error/ motor drive error. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top, bottom, and plunger case. There was a ¿motor rate error¿ revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the worn and dirty clutch halves were the root cause. The clutch halves were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.